Event description:
From staff: while surgeon was operating on metatarsophalangeal (mtp) fusion; torquing the screwdriver caused the tip of it to break off into the screw of a 2.5 mm alps screw that was being implanted in the patient. The tip was flushed with the screw and has remained in the patient. From op report: during placement of the locking screws into the plate, the tip of the screwdriver sheared off inside of one of the screw heads. This was unable to be retrieved and was left inside the screw head itself. This is a sterile piece of equipment. It is likely somewhat "welded" into place. I do not expect any problems from this hardware.